Event description:
Patient to undergo endobronchial ultrasound (ebus), with transbronchial needle aspiration for biopsy. Ebus started, specimen identified by surgeon, then the ebus malfunctioned and image not available on monitor. Mediastinoscopy (already consented for) was performed. No harm to patient. Scope sent to manufacturer for repair.